Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: 9 days after the carotid artery stenting procedure. It was reported that nine days post a right internal carotid artery (rica) stenting procedure, in 2009, the pt was in a motor vehicle accident and found to be in cardiac arrest. A passerby performed cardiopulmonary resuscitation prior to the arrival of emergency medical services (ems). Upon arrival of ems, the pt was a ventricular tachycardia, was shocked once, converting the rhythm to bradycardia. Epinephrine and atropine were given changing the rhythm to a sinus rhythm with left bundle branch block. The pt was unresponsive and was intubated. Due to cardiogenic shock and the left bundle branch block, the pt was taken emergently to the cardiac catheterization laboratory where right heart catheterization was performed and an intra-aortic balloon pump was placed, improving the hemodynamic status. The pt was transferred to the cardiac care unit; however, later that day, the pt expired. Cause of death was listed as ventricular fibrillation, ischemic heart disease and coronary atherosclerosis. Although requested, there was no additional info provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Cardiac arrhythmias and death are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.